Event description:
Report received from USA stating that the device had damaged bearings. The device was not used during a procedure. It is unknown if there were any patient or user injuries.there is no additional information.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).